Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). A visual examination of the complaint device found a couple of kinks along the catheter, one on its body and another one near the proximal end. The capsule tabs were locked and the handle showed evidence of a complete activation. The yoke was separated from the control wire and the capsule was still attached to the bushing. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.